Manufacturer narrative:
Per the customer the instrument is operational. Service replaced the printer. The root cause was determined to be a defective printer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that a burning smell was coming from the printer (okidata b4600) of the coulter lh 500 instrument. The customer indicated that the paper had a burnt orange appearance across the top. The operator powered off and unplugged the printer. No death or serious injury occurred as a result of this event nor was medical attention needed. There were no shock, flames, arcing, or visible smoke observed. The fire department was not called and no one sought medical attention.